Event description:
The customer reported that her insulin pump alarmed motor error during the prime process. The blood glucose reading was 225mg/dl. Assisted the customer to run the displacement test and the test failed. Further troubleshooting could not be performed as customer did not feel well. Advised the customer to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.